Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient indicated a loss of bowel control, weakness in the leg, and muscle shakes. The device was then turned off. All symptoms have resolved and the patient does not want the device re-activated.

Manufacturer narrative:
Follow-up report indicated that the physician suggested the device be reprogrammed; however, the patient refused. Subsequently, the device was explanted. There have been no reports of further complications regarding this event. The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.